Event description:
It was reported that the patient had a pump refill on (B)(6) 2010 and one day later she experienced fainting episodes and was taken to the hospital. She was unresponsive and taken to the ER where she was hospitalized. She was discharged from the ER and brought into the clinic on (B)(6) 2010, so that the medication in her pump could be aspirated; the amounts were correct. The medications being delivered via the device system were morphine, fentanyl, and baclofen in a flex-mode at a rate of 7.99mg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).